Event description:
A fallopian tube clip occlusion procedure was in progress when the black thumb ring came off of the clip applicator. The device was disassembled and a makeshift part (hemorrhoid band) was put in place. After reassembly, the case was completed with no further problem. No pt injury or complication was reported.